Event description:
Customer reported a past high blood glucose event with the specific value unknown, but it was noted as "high." Cause was not known. Customer took action by changing the cartridge, and technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels. Customer understood the advice, and acknowledged the advice.